Manufacturer narrative:
The device was returned for evaluation. Upon evaluation of the device, the reported issue was confirmed due to a defect in the manifold unit. In addition, a broken connector wire was observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Event description:
The customer reported the high flow insufflation unit gas flow is coming; however, no values were displayed on the front panel. The event was found during installation and there was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, the phenomenon (flow rate not showing on front panel display) is likely due to faulty manifold unit. There is no description on the cause of failure. Olympus will continue to monitor field performance for this device.